Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 5 months. It was reported that the device was not explanted and therefore would not be returned for evaluation. A correlation between the device and the reported event could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a stroke. It was reported that the device worked as intended and that the outcome was not device or therapy related. No additional information was provided.